Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (5 mg/ml at 3.625 mg/day), saline (1 ml/ml at min rate ml/day), and bupivacaine (15 mg/ml at 1.2 mg/day) via an implantable infusion pump for spinal pain. It was reported that in (B)(6) 2021 the hcp noticed volume discrepancies where the actual reservoir volume (arv) was greater than the estimated reservoir volume (erv) and this occurred over 3 refills. The hcp stated that the physician was notified and there was discussion over troubleshooting i.e catheter access port (cap) dye study and aspiration; however, this was never done. The hcp stated that in (B)(6) 2021 the physician decided to refill the pump with saline. The hcp stated that since then, the patient has decided for various reasons i.e present health and age, to not have a catheter revision done. The hcp stated that now they want to program the pump to off state and stopped permanently. No symptoms/patient complications were reported.